Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during an implant the lead was dislodged. The lead was not implanted.